Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tapered screw-vent implant was returned for investigation. Visual inspection of the returned product identified significant bone residue surrounding the external threads and the body of the implant. The collar was found to be fractured and the internal hex showed signs of use. The customer also mentioned a loose crown in the complaint description. However, the implant was the only product returned. The implant was located at an unknown dental position and was implanted for approximately 15 years. The patient was also reported to have unknown bone density. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: complainant reported fracture, bone loss, and inflammation with a loose crown. The reported complaint of an implant fracture was confirmed as the implant was fractured at the collar. However, the reported event of bone loss could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: patient identifier unknown / not provided. Age or date of birth: age and date of birth unknown / not provided. Sex: patient sex unknown / not provided. Weight: weight unknown / not provided. Additional PMA/510(k) number: k013227.

Event description:
It was reported that the (tvsh11) implant fractured and was subsequently removed.